Manufacturer narrative:
Section g4: PMA # corrected. There was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a damaged streamline battery clip was not confirmed. The heartmate power module, serial number (B)(6), was evaluated and tested at the service depot on 07aug2025. The streamline battery clip was not returned with the unit. The streamline battery clip and a new 12v sealed lead acid (sla) backup battery were installed and the unit passed all functional testing without issue. The power module was returned to the customer for further use. Multiple attempts were made to obtain additional information regarding if a patient was involved during the event; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 08jun2023. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section f of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the interconnect cable between the battery and power module was damaged. The customer would have the equipment returned for evaluation and repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged streamline battery clip was not confirmed as no product was returned. Multiple attempts were made to obtain additional information regarding if a patient was involved during the event and if any product will be returning; however, no additional information was provided and to date, no product has been received. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6) 2023. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section d, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.